Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, an opened battery was detected. Due to the destroyed device, the damage to the rechargeable battery inside is most likely caused by strong mechanical stress. To date there has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The device was received at service_repair on 09-aug-2024. Per rrf, the housing of the rondo 3 was broken. During preliminary testing, an open battery was detected.

Event description:
The device was received at service_repair on (B)(6) 2024. Per rrf, the housing of the rondo 3 was broken. During preliminary testing, a open battery was detected.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.